Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impaction instrument broke, and the surgeon had to place the screws without the use of targeting device. This resulted in a surgical delay of approx 1-1/2 hour.